Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed. However, the foreign material in the channel was unable to be further specified. Moreover, no physical damage of the device was confirmed, where the foreign material had remained. Nor, was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. According to the methods for procedure in line with the IFU below, we determined, the suggested event can be detected /prevented. The instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3: preparation and inspection¿, describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5: reprocessing the endoscope (and related reprocessing accessories)¿, describes the methods for prevention. It is suggested, that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had foreign material exiting the channel of the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the up direction angulation wire was worn and out of specification, the nozzle was corroded, the light guide lens was discolored, the objective lens was discolored, the suction cylinder was scraped, the control unit was discolored, the water removal function was insufficient, the up/down angulation knob was out of specification, the adhesive on the protective coating of the bending portion of the device was chipped, and scratches were found on the protector of the universal cord, the scope cover, the up/down angulation lock lever, the right/left angulation lock knob, the up/down control knob, the right left control knob, the flexibility adjustment ring, the scope connector, the universal cord, the grip, the scope cover, the switch box, the control unit the camera cover, and the connecting tube. The customer provided information regarding cleaning steps taken. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown when the foreign material adhered to the device, but there was no delay in the start of the pre-cleaning. Water was successfully aspirated through the suction channel. It is unknown if the insertion section was wiped/brushed with lint-free cloths, brushes, or sponges or if the instrument channel, instrument channel port, and suction cylinder were brushed. There were no reported abnormalities with the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.